Event description:
The customer reported via phone call that the insulin pump sustained physical damage to the reservoir compartment. The customer stated that she went to give herself a bolus and noticed that the plastic rim of the reservoir compartment was broken. She did not know how the damage had occurred. The customer's blood glucose 125 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, scratches on the reservoir tube window, cracked belt clip slot, cracked battery tube threads, broken reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.